Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical product(s): item number: us157852, item name: m2a-magnum pf cup 52odx46id, lot #: 018300; item number: 139258, item name: m2a-magnum 42-50m tpr insrt +3, lot #: 557170; item number: 11-103201, item name: taperloc por lat fmrl 6.0x132, lot #: 009340. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 8 years post-implantation. During revision it was noted that the femoral head was difficult to remove and a crack in the patient's greater trochanter was noted. Attempts have been made and no additional information is available.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.